Manufacturer narrative:
(B)(4). The lot was manufactured from april 18, 2014 to april 19, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted fluid inside the package that contained the unit, indicating leakage occurred. The device was removed from the package and an untightened blue winged luer cap was identified. A functional leak test was then performed; the device was filled with colored water, its luer cap was tightened by hand, and the unit was monitored until the following day for leakage. No signs of leakage were observed during this test. Leakage due to a defective product was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor appeared to be leaking. The reporter stated that the device¿s label was damp and droplets were observed in the interior cover bag. No issues were noticed with the packaging and the location of the leak was unknown. This was noticed after the device was filled with 4800mg fluorouracil and before patient use. There was no patient involvement. No additional information is available.